Event description:
It was reported that the recharger was showing the recharge your recharger screen when the desktop charger (dtc) cord was plugged into the recharger, so the recharger was not charging. The caller stated that they had been informed 3 days ago of the issue, but they were not sure when exactly the issue started recently. The caller mentioned that because of the recharger not charging issue, the patient was unable to charge their ins for a few days so they had tremors of their right hand which the dbs device was programmed for. The caller mentioned that the patient had tremors since before 2016, had them for a long time and that they had been progressively getting worse, and that they always had tremors of the left side as the dbs device was not programmed to address that side, and that on the right side, they were shaking a lot more due to not being able to charge their ins. The caller stated they had tried multiple outlets, and confirmed the green light of the ac power supply was on but the issue persisted. Caller stated there was no visible damage to the dtc cord, metal connector pin, or recharger port. Additional information received from the consumer reported they received the replacement desktop charger, but the recharger still didn¿t charge. The consumer stated the neurostimulator level must be ¿pretty low¿ because they hadn¿t been able to charge the implant for 4-5 days. Additional information received from the consumer reported they were still working with a manufacturer¿s representative (rep) to get a wireless recharger, but a regular one was sent in the meantime. The rep later noted they would receive the wireless recharger and meet the patient to educate them. Additional information was received from the rep that the troubleshooting regarding the old recharger did not work. It is unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3:analysis of the 37761 recharger (rtm) (serial number (B)(6)) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.